Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fast heart rate from a suspected pacemaker-mediated tachycardia (pmt). The right ventricular (rv) lead exhibited intermittent undersensing and increase in thresholds. The rv lead and the implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.